Event description:
It was reported that, "when the tibial baseplate was opened the outer and inner sterility packaging were glued together so it was unable to remove from packaging while maintaining sterility."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.